Event description:
Additional information provided by the customer. The issue was found during preparation for a diagnostic rigid bronchoscopy procedure. The intended procedure was completed successfully with a similar device. No delay in procedure was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the legal manufacturer¿s investigation. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Review of the complaint history: there was no complaint of the same or similar event as the reported event at the same facility or device.however, a similar complaint, (B)(4), was initiated from another facility for the same device. Conclusion: the root cause could not be identified because the issue could not be reproduced during the subject device evaluation. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but it could not be denied that the incident may have occurred. An additional issue with the surface coupler being dirty was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparations for use, the high definition autoclavable camera head had no image. There were no reports of patient harm associated with this event.